Manufacturer narrative:
(B)(4). Similar to device under 510(k) p070016. Summary of investigational findings: the device was not returned and no images were provided. Based on what is reported in description of event and without the device returned, unable to determine exact root cause of this event, and no conclusion can be drawn. No evidence to suggest the device was not manufactured to current specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: the device was to be used for tevar as an emergency treatment for descending aorta aneurysm. Preparation was conducted as usual as following the proper procedure. When the physician was to insert the delivery system into the patient after activating the hydrophilic coating on the sheath with saline, he noticed that the coating changed into white spots that looked like globs of the coating material. The physician stopped using the device in consideration of risk that the globs would embolize peripheral arteries. Another longer device was used instead and the procedure was completed successfully. Patient outcome: unknown as information was not provided.